Manufacturer narrative:
Concomitant products: logic femoral ps cem right sz 2 (cat# 02-010-01-0320); lgc tibial fit tray cem sz 2f / 2t (cat# 02-012-45-2020); three peg patella 35mm (cat# 200-02-35). As reported by the exactech knee replacement study, approximately eight years post initial right side tka, the 80 y/o overweight female patient experienced worsening of right knee symptoms over 4 months. Knee movement associated with pain, tender around patella retinacula of right knee with a mild effusion and a mild increase in local warmth. No obvious signs of significant or excessive wear or osteolysis. Patient had diagnostic injection to right hip joint. Event is still ongoing. Per clinical study case report form indicates this event is possibly related to devices and to procedure. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent knee pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and activity.

Event description:
As reported by the exactech knee replacement study, approximately eight years post initial right side tka, the 80 y/o overweight female patient experienced worsening of right knee symptoms over 4 months. Knee movement associated with pain, tender around patella retinacula of right knee with a mild effusion and a mild increase in local warmth. No obvious signs of significant or excessive wear or osteolysis. Patient had diagnostic injection to right hip joint. Event is still ongoing. Per clinical study case report form indicates this event is possibly related to devices and to procedure. No additional information.